Event description:
Procedure type: chemosite insertion. According to the reporter: customer states that port-a was blocking. Medical intervention required; surgery time extended; product not tested prior to use.

Manufacturer narrative:
(B)(4).